Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the device jammed and could not be fired. There was no patient consequence.